Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The control unit, motor housing, working length, tip housing/tip were microscopically examined. There is blood and saline along the entire length of the she shaft and tip. The platinum coil is damaged and pulled away from the shaft at the distal bond location at the distal end of the device. The platinum coil is damaged, stretched and pulled away from shaft at the proximal solder location. The damage seen is consistent with damage due to interaction with a microcatheter. Functional testing performed and the device turned on and it stayed on alert level 2 and did not run, the tip did not rotate. The device was taken apart and the collet was loosened and removed. When the motor housing was removed, it was noticed that the motor is corroded/rusted due to saline exposure while being handled. While taking the device apart it the drive shaft was found to be separated from the outer shaft. The drive shaft was removed and measured. The drive shaft is separated 172.4cm from the motor. During analysis the proximal end of the drive shaft separated from the motor. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on device analysis completed on 01-mar-2018. It was reported that the device had difficulty crossing the lesion and failed to be inserted to the guide catheter. The totally occluded target lesion was located near the moderately tortuous and severely calcified distal superficial femoral artery. A truepath cto device was selected for use. During the procedure, an jupiter fc guidewire was advanced to the lesion. Then, the truepath device and rubicon guide catheter were advanced towards the target area; however, alert sound was heard. So, the truepath was removed mid-way and shaping by 15 degrees was applied. The truepath was inserted again in the rubicon; however, it failed due to the flattened lumen of the rubicon. This was replaced with a non bsc support catheter; however, the truepath could still not be inserted. The procedure was ended due to the guidewire unable to be advanced towards the target lesion. No patient complications were reported. However, device analysis revealed that the drive shaft was separated 172.4cm from the motor.